Manufacturer narrative:
(B)(4). Device product code - phx. Concomitant medical products: item# 00434900813; lot# 62897960; item# 00435003600; lot# 64841052; item# 010000589; lot# 094720; item# 115310; lot# 929270; item# 115395; lot# 458290; item# 180552; lot# 263900; item# 180553; lot# 699760. Full establishment name - (B)(6). Report source: foreign - event occurred in (B)(6). Visual examination of the returned product identified heavy indentation around the anti-rotational slot on the device. No other damage was noted. Medical records were not provided. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an initial procedure was performed approximately two and a half (2.5) months ago when the poly liner was unable to be assembled to the stem due to cosmetic burrs interfering. A second poly liner was used to complete the surgery. Patient did not experience any harm as a result of the event. Attempts have been made and no further information has been provided.